Event description:
Per the manager, the nurse and the technician who were doing the procedure noted that an error message about the catheter pressure when trying to blow up the balloon. They reported having difficulty troubleshooting three of these catheters.